Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a remaining longevity of 10% during the implant procedure. After the set up process the remaining longevity was noted to be of a 100% and the physician proceeded to implant the device. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a remaining longevity of 10% during the implant procedure. After the set up process the remaining longevity was noted to be of a 100% and the physician proceeded to implant the device. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a remaining longevity of 10% during the implant procedure. After the set up process the remaining longevity was noted to be of a 100% and the physician proceeded to implant the device. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that data analysis found an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. No product performance issues have been reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.